Event description:
It was reported that "accordingly to the client's description of the incident: "the cvc was replaced with a guidewire. A new 4fr 8cm, 2-lumen cvc was placed. The exchange proceeded smoothly and without complications or repercussions on the ECG. When testing the lumens prior to fixation, it was found that when attempting to reflux the distal lumen with a syringe, it was not refluxing and communicating with the proximal lumen. A sensation of air in the lumens was observed, and when attempting to reflux one lumen, another lumen showed traces of blood refluxing and infusing automatically. A new cvc needed to be opened, the same as the first one, and the replacement was performed without complications-no problems with any lumen. The lumens remained refluent and permeable, and the chest x-ray control showed no changes." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details are unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "accordingly to the client's description of the incident: "the cvc was replaced with a guidewire. A new 4fr 8cm, 2-lumen cvc was placed. The exchange proceeded smoothly and without complications or repercussions on the ECG. When testing the lumens prior to fixation, it was found that when attempting to reflux the distal lumen with a syringe, it was not refluxing and communicating with the proximal lumen. A sensation of air in the lumens was observed, and when attempting to reflux one lumen, another lumen showed traces of blood refluxing and infusing automatically. A new cvc needed to be opened, the same as the first one, and the replacement was performed without complications-no problems with any lumen. The lumens remained refluent and permeable, and the chest x-ray control showed no changes." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Corrected data: section b.3.-date of event corrected to 16-jul-2025. The actual device was not returned; however, the customer provided a video for analysis. Visual analysis shows the 2-lumen cvc whilst inside the patient. The customer is observed flushing the distal line; however, fluid is observed entering the proximal extension line from the juncture hub, which is not intended. Further analysis also revealed that slide clamp is activated on the proximal line. In addition, review of the bill of materials confirmed that this type of catheter is not intended for high pressure injection. A device history record review was performed and a potential finding was identified; however, it was determined that the finding was not relevant to the reported event. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." The customer report of inter-lumen crossover was confirmed by visual inspection of the customer supplied video. Inter-lumen cross-over of this type can be a result of over-pressurization during use or a manufacturing defect; however, a full complaint verification testing to determine the cause of the functional issue could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.